Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported event; the programmer was able to interrogated pacemakers. (B)(4)

Event description:
It was reported the programmer does not recognize all the models of pacemakers and ICD (implantable cardioverter defibrillator). The programmer and rf (radio frequency) head were returned for repair. There was no patient involvement. .